Event description:
Admitted for right hydronephrosis, abd pain, n/v. During cystoscope noted distal 2-3 cm of double j stent broken off of right ureteral stent. That portion of stent was floating in bladder. Proximal third of stent had broken away from middle portion. Stent came out in 3 pieces. Had cystoscopy right ureteral stent removal and right ureteroscopy. Double j stent had been inserted at another facility in (B)(6) 2009.